Event description:
It was reported that the patient complained of "muscle cramps in the chest area while sleeping". The left ventricular (lv) lead amplitude was decreased. The lead is still in use. The patient is enrolled in the systems longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was also reported that the lead threshold increased with intermittent capture only. The lead was inactivated.